Event description:
It was reported that this event involved a "code blue" situation and a right femoral cvc insertion. The insertion of the catheter over the spring wire guide was uneventful. Later in the day, the patient had an abdominal cat scan and a piece of the guide wire was noted partially in the svc. Intervention was performed for removal. There were no futher complications.